Event description:
The clinician inflated the cuff with 5-7cc of water. After the product was inserted in the patient for 2 weeks the patient felt mild discomfort at the time of the incident. The clinician checked the tracheostomy tube and found the balloon was leaking.